Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The caller did not know the blood glucose reading. The customer stated that she had already performed various insulin and set changes in attempts to resolve the alarm, however unsuccessfully. She noted that the alarms had been occurring intermittently for the past week. She stated that she was only able to surpass the issue by clearing the alarm and by bolusing manually. She was advised to change the infusion set but requested that the insulin pump be replaced. Nothing further reported.